Manufacturer narrative:
Product event summary: the pscc100 pulseselect catheter with lot 0012884794 was returned and analyzed. No anomalies were identified during external visual inspection of the shaft and handle segments. During external visual inspection of the array segment, a fragment of foreign material was observed stuck in/on the the distal tip. The catheter was received with a guidewire inserted and exited the tip approximately two inches from the tip a foreign material was found at catheter tip and guidewire junction. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Guidewire to catheter compatibility testing was performed. The guidewire was inserted into the catheter and retracted several times without any issue. No anomalies were identified concerning compatibility. Verification of the steering mechanism was performed. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Verification of the sliding mechanism was performed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks or other anomalies were observed along the extended portion. Electrical continuity test did not reveal any anomalies. In conclusion, the reported foreign material stuck in/on the distal tip of the catheter issue was observed through testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, after the septal puncture, the sheath was inserted into the left atrium and the guidewire was deployed into the left superior pulmonary vein (lspv). It was noted that guidewire did not advance in the catheter. After the catheter was removed, adhesion of a tissue fragment was noted. The catheter was replaced to resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.